Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective cable unit, however, the exact cause of the defect could not be specified. It likely the defect occurred due to one of the the following; the cable pins on the connector are too small for the shield cables (shield cables are grouped of up to four single cables and this shield group is too big in diameter for the pins on the connector), the shield groups soldering joints are too weak to withstand the forces within the cable, the sealing compound within the connector does not seal the soldering joints and bare contacts completely against steam resulting in corrosion, the cables/soldering joints were under stress during the manufacturing process which lead to premature damage. And/or the soldering process used at the time of manufacturing was out of date. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus inspection identified the scope produces a green colored image defect and also green colored horizontal stripes due to a defective video cable unit. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer endoeye high-definition ii autoclavable video telescope was returned to olympus for evaluation for a reported ¿low quality of image, unclear image¿ that occurred during an unspecified procedure. It was reported the procedure was prolonged only a couple of minutes as the procedure was completed with a different device. During the repair inspection, olympus identified the scope produces a green colored image defect and also green colored horizontal stripes due to a defective video cable unit. No death or injury has been reported to olympus. This report is being submitted to capture the green colored image and green stripes on the image defect.